Event description:
Info was provided that the needle broke in half. The doctor was concerned because he wasn't anywhere near the needle when it broke. The portion of the needle remaining inside the pt was easily removed and pulled out; no harm to the pt. Physician indicated there was heat in the vicinity of the needle, however, the needle did not receive direct heat. The physician also indicated he does this all the time this way and has never seen this happen before. No harm to pt.

Manufacturer narrative:
Per specification, this device is inspected 100%, prior to further processing. In addition, the device is shipped with an instructions for use (IFU) that warns "under no circumstances should a hook wire engaged in tissue be pulled out without surgical intervention." The IFU also cautions that "following placement of the hookwire, the portion protruding outside of the breast should be bent and taped to the skin to prevent inadvertent movement." The IFU also adds "the hook wire should be used as a guide for the surgeon, not a retractor." Without the return of the complaint device and based on the info provided, we cannot make any theories as to why difficulties were encountered. We will continue to monitor for similar complaints.